Event description:
During a laparoscopic gastric bypass with roux-en-y procedure, after 3 or 4 firing of the device, the surgeon had started to fire another time but the instrument locked out part way through the firing cycle. The surgeon was firing across the small bowel and heard a loud crunch sound when the instrument locked out. The jaws locked down and had to be forced open. The instrument was removed and another was opened to complete the case. There was no patient consequence.